Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-06-09. The rep reported that they spoke with the patient on the day of the report and the patient reported that there was not discomfort at the site, finished her antibiotics, was very happy with stimulation and recharging less often. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device pocket site was irritated. The patient had pain from the pocket site to mid-back. The patient was placed on antibiotics and their programming was changed from high density to low density to decrease need for recharging. The primary healthcare professional stated that the site looked better after seeing the patient again, and there was no plan for explant at that time. No further complications were reported as a result of this event.